Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic subtotal gastrectomy, the stapler did not fire. The surgeon was able to press the green button and unable to squeeze the handle. Changed the device to complete the case. There was no patient injury.